Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and the ultrasonic probe occurred due to wear and tear damage with customer handling and increasing usage. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
This is an olympus asset returned to the service center for inspection with no reported malfunction. Upon evaluation of the device, it was observed that there was a gap between acoustic lens and ultrasound probe created by missing adhesive. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of a gap between acoustic lens and ultrasound probe created by missing adhesive as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was a gap between acoustic lens and ultrasound probe created by missing adhesive. This likely occurred due to wear and tear damage with customer handling and increasing usage. Other observations for the device: due to deformation of forceps elevator lever, up/down knob cannot be locked securely; switch (sw) sw1 has a cut; adhesive of distal end rubber coating (a-rubber) has a crack; and due to wear of angle wire, bending angle in up direction does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.